Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Concomitant medical products: 429888 lead; unknown atrial lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden drop in impedance on the right ventricular (rv) and left ventricular (lv) vectors. The explanting physician checked the leads through the analyzer revealing impedance measured at values comparable to those recorded before the sudden drop in value. Regardless of the correct values, the device, rv lead, and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.